Manufacturer narrative:
(B)(4)

Event description:
During the index procedure a resolute integrity drug eluting stent were implanted in the cx. Approximately 6 months post the index procedure the patient suffered a haemorrhagic complication (blood stool was noted). The patient was hospitalized and a transfusion was carried out. Dapt was stopped for 4 days. Cec adjudicated this event as moderate bleeding (gusto) and major bleeding (replace-2).

Manufacturer narrative:
Cec adjudicated bleed event had no relationship to study device.

Manufacturer narrative:
Patient is an ex-smoker with a history of hypertension, hyperlipidemia, diabetes, previous chf, previous mi and previous pci. Index procedure was prompted by silent ischemia. Investigator indicated that the reported event was not related to the study device.